Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the tip of the zipwire detached and was left in the percutaneous needle. The tip that detached was retrieved from the percutaneous needle after it was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation of the device revealed cut/skive damage 3.15cm from the distal tip. The exposed core wire is bent/kinked approximately 2.5-2.8cm from the distal tip. The damage was not consistent with the tip of the metal corewire being exposed. The coating peeled and the device bent/kinked however, the distal tip of the metal core wire was intact. Microscopically the specimen coating appears worn and abraded, consistent with clinical use. Therefore the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a zipwire guidewire was used during a percutaneous nephrolithotomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the tip of the zipwire detached and was left in the percutaneous needle. The tip that detached was retrieved from the percutaneous needle after it was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.